Manufacturer narrative:
In speaking with the olympus technical assistance center, the customer confirmed that the scopes were working fine on another tower, confirmed that they had powered off between the exchange of scopes, and that the golden contacts were cleaned and still experienced the b30 scope communication error. Tac advised the customer that the device would need to be returned; however, the customer advised they will call back at a later time. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had a scope communication error (b30) with many 190 scopes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2024-04433 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.